Event description:
(B)(4). Nausea, headaches, joint aches, hair loss, bloating, heavy bleeding, cramping, memory loss, brain fog, forgetful, vision blurred , back ache, bladder infection, urinary tract infections, lose footing/equilibrium off and back aches.